Manufacturer narrative:
Submit date: 07/25/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a safety needle. The customer reports an employee that sustained a needle stick with this device, after activation of the safety mechanism, but before disposal. The employee states the safety device tends to "slide back."

Manufacturer narrative:
A device history record review could not be performed because a lot number could not be provided by the customer. A manufacturing trend for reported condition could not be reviewed. The complaint did not provide the item number or lot number. No samples were received for evaluation. Sample analysis will be conducted if a sample is received. Since a sample was not received, sample analysis could not be conducted. A review of changes to product, process, and packaging has been conducted identifying no affecting changes in the previous 6 months. The manufacturing site did not receive any samples with this customer report. Without a sample, an investigation cannot be performed and the reported condition cannot be confirmed. Procedures and work instructions exist for the proper handling and verification of components and the operation of the molding, syringe assembly and packaging machine. Personnel are trained and certified in the operation of the molding, assembly and packaging equipment, product evaluation and documentation requirements. Production associates are required to visual inspect and physically test molded components to specifications as defined by the quality inspection standard. Preventive maintenance and cleaning requirements are defined for the molding machines and tools to ensure process capability is maintained. During production, the assembly and packaging equipment is checked regularly to verify the equipment is functioning properly the machine that assembles this product is equipped with vision systems that verify the presence of the lock insert and shield and a station that tests the shield function on the syringe. The machine tests every syringe and it must function within the specification limit or the machine will kick-off the syringe. During manufacturing of this product, inspectors routinely test samples for shield lock out. The results are printed out from the computer and are reviewed for each lot prior to release to verify that all testing during production was acceptable and within specification limits. The product cannot be accepted unless the acceptable quality level has been met. Per medtronic procedure, complaint trends will be evaluated during the monthly CAPA meeting to determine if a CAPA is warranted. Based on the information available and the investigation findings, a corrective and preventative action (CAPA) is not deemed necessary at this time.